Manufacturer narrative:
Follow-up #1 date of submission 12/18/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2015 and the cartridge has been returned and evaluated by product analysis on 12/04/2015 with the following findings: a review of the black box data showed multiple loss of prime warnings with low non-zero force. During testing, the pump was exercised for 24 hours with no defects. The force sensor calibration was found to be within specifications. A visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump alerted for loss of prime multiple times and issue was not resolved with repriming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.